Event description:
It was reported when the device was used during a low anterior resection procedure, on second firing, it fired malformed staples. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.